Manufacturer narrative:
Per product labeling, the product is indicated for use in the mid to deep dermis for the correction of moderate to severe facial wrinkles and folds (such as nasolabial folds). The batch record, including sterility testing records, was reviewed and met specifications, and did not reveal any issues with the alleged product lot.

Event description:
The pt was injected in the nasolabial folds, cheek hollows, chin, and ear lobes. The pt allegedly developed firmness, hardness, and granulomas about a month and a half later. The pt was treated with doxycycline (100mg) and prednisone. The pt later allegedly developed abscesses in cheeks which have been drained numerous times.